Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery with moderate tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed with an unspecified 2.0x12 mm balloon. A 2.75x28 mm rx xience v stent delivery system (sds) was advanced without resistance and the stent was implanted. Post stent deployment a proximal edge dissection was noted. A 2.75x12 mm rx xience prime stent was implanted to treat the dissection. The procedure was completed successfully. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.